Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited noise on this right atrial (ra) lead. Technical services stated that daily measurements were normal however the noise which was oversensed resulted into inappropriate anti tachycardia response (atr) episodes. Ts suspects there is insulation breach. The healthcare professional will be discussing with the physician. The device and this lead currently remain in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).